Event description:
It was reported that the user experienced hyperglycemia after an infusion set failed to deliver insulin, with troubleshooting revealing difficulty performing the pump¿s fill tubing steps, premature detachment of the applicator cover, challenges seating and locking the applicator/needle assembly, and an infusion set/connector that was not properly attached until reattempted; the lot number for the infusion set was captured and the user ultimately completed priming, insertion, and fill cannula with the pump resuming insulin delivery. Symptoms included elevated blood glucose of approximately 380 mg/dl consistent with hyperglycemia. Outcomes included restoration of insulin delivery after guided re-priming, replacement of the tubing/applicator, proper locking and insertion of a new infusion set, and completion of the fill cannula step without alarms. Investigation included customer care troubleshooting and education for cartridge and tubing change, rewind, fill tubing, and correct applicator handling and locking steps. Investigation of this case revealed an infusion set deployed incorrectly and an infusion set connector not attached correctly during the initial attempt, leading to no insulin delivery until the set was replaced and correctly seated and primed. It was concluded, based on previously established findings for similar reports, that user setup and handling contributed to improper infusion set deployment and connection, resulting in hyperglycemia prior to corrective steps.